Manufacturer narrative:
H3: other: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the patient was admitted to the emergency department due to "dyspnea for 1 hour." The patient was given a fibroscopic sputum aspiration and trans nasotracheal intubation connected to a ventilator to assist breathing. The endotracheal tube balloon was found to be leaking and the endotracheal tube was replaced. There was no patient harm/adverse event reported.